Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, intermittent capture and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected, however, was unable to be visualized under fluoroscopy. An invasive procedure was performed. The pacemaker was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.